Event description:
The physician reported that the patient activator had apparently stopped working, indicating that it previously worked. The patient activator remains with the patient and a new activator has been ordered. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.